Manufacturer narrative:
Date sent: 08/28/2008. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastrectomy procedure, the device was used on the duodenum. The tissue was a little thicker than normal, and the doctor felt that the trigger was hard to fire. It was fired three times, and when the jaw was opened, duodenal fluid leaked from the site. Therefore, the doctor checked the site and found that a part of staples were malformed. Additional suturing was performed. There were no adverse consequences to the patient.